Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, mucousal tearing and bleeding were noted. The bleeding was treated with a resolution clip. Reportedly, enough of a sample was retrieved and the procedure was completed with this biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.